Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with device alerts for glucose above 300 mg/dl for over 90 minutes, following ingestion of banana bread, with glucose remaining elevated for more than six hours before returning to range; no back-up therapy, ketone testing, professional intervention, or hospitalization occurred, and assistance from another person was offered out of kindness. Symptoms included sleepiness. Outcomes included no long-term impact and no required medical treatment. Investigation included review of user-reported history and troubleshooting and education with the user. Investigation of this case revealed no device malfunction identified and no hardware component issue reported, with the event consistent with hyperglycemia of unclear cause possibly influenced by dietary intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.